Event description:
A customer reported that their insulin pump was malfunctioning by navigating through various menus unexpectedly, leading to a lack of trust in the device. While no shutdown occurred due to the issue, screws no longer held a plastic piece in place, compromising the pump's watertight integrity. There was no adverse impact on the customer's blood glucose level reported. Tandem technical support decided to replace the pump, instructing the customer on how to manage the transition to the replacement device. Customer will continue to use current pump.